Manufacturer narrative:
It was reported that there was no patient involvement at the time the issue was discovered. It was reported that the device was pulled from service and made available to a progressive authorized service provider (asp) for recall work. The asp discovered and reported the ¿co2 rebreathing risk¿ alarm error message, and a work order was created for the biomed department. The biomed technician troubleshot the device by replacing the patient circuit, ensuring that the data acquisition printed circuit board assembly (da pcba) was properly installed, and examining the proximal pressure line port to ensure that there were not any obstructions; however, the biomed was unable to resolve the reported issue. The investigation is ongoing.

Manufacturer narrative:
An authorized service provider (asp) was able to duplicate the reported issue. The asp replaced the air & o2 flow sensor assembly to resolve the reported 1203 "low leak-co2 rebreathing risk" alarm error message. The asp then verified that the reported issue was resolved, and the device successfully passed required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was presented with a co2 rebreathing risk alarm. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.